Manufacturer narrative:
(B)(4). Batch # 1404fqga9910022. The analysis results found that the lx207 device was received with the handle coating damaged, otherwise in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. While no conclusion could be reached as to what may have caused the condition of the coating, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Manufacturer narrative:
(B)(4). Photo provided was reviewed and a revised detail of the photo showed one lx207 device with the handle coating damaged, the jaws appear to be with no apparent damaged, however a revise detail of the jaws was not possible as no close up of the jaws was provided. Unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. No lot or batch were provided, bhr could not be performed.

Event description:
It was reported that during a myocardial revascularization - cardiac surgery in the dissection of the mammary artery procedure, the device is misaligned and formed cross staples. The staples released from the artery and caused bleeding. The white grip peels when the device is sterilized in autoclave (it can pierce the doctor's glove) and changes its color. There was not adverse event with the patient. It was made a repair with prolene suture to complete the procedure.